Event description:
The customer reported that in the nicu a tubing leaked after 12 hours of infusing tpn. Intravenous fluids were given after the leak. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. Visual inspection of the set showed that the silicone segment had a tear near the upper fitment. Visual examination under magnification showed no crush marks to the upper fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.

Manufacturer narrative:
Infant. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that in the nicu a tubing leaked after 12 hours of infusing tpn. Intravenous fluids were given after the leak. There was no patient harm.